Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified a solid clear particle, floating in the bladder of the device. A fourier transform infrared spectroscopy scan determined that the particulate matter was acrylic. The cause of the particulate is unknown. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received for evaluation and upon completion or if additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a reservoir of an extra-large volume infusor had particulate matter. This was found during filling of the device. There was no patient involvement. No additional information is available.